Manufacturer narrative:
Product analysis: during manufacturer's analysis, the external pulse generator (epg) failed some incoming tests, the main printed circuit board (pcb) was out of specification. It was noted that both bail covers were cracked, and the attachment ring was bent. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) that was returned for preventative maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.